Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) failed to capture after fixation. While trying to reposition, there was a gap between the proximal end of the lp and the docking cap. The lp was removed and different lp was used to complete the procedure. The patient was in stable condition before, during, and after.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and a connection problem were unconfirmed. The leadless pacemaker was returned analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem.